Event description:
Surgeon examined x-ray of patient post-op and thought implant was broken, but was mistaken. Revision surgery was performed to reposition the same implant.

Manufacturer narrative:
Revision surgery was not the result of implant failure, but surgical technique error. Device was not removed.